Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that stimulation was reducing on its own. Diagnostics showed high impedance on one lead. Patient reported having a fall. X-rays were taken, and no anomalies were observed. Surgical intervention was undertaken wherein the lead with high impedance was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. Analysis of the return leads found a compression with multiple broken wires on the lead body. The root cause is consistent with the lead being subjected to overstress while in vivo.